Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician rotated the handle at 180 degrees, an audible click was heard; however, no band was released. It took the physician one and a half turn of the handle to finally release a band. This made it difficult for him to determine when a band is actually deployed on his every turn of the handle. The procedure was completed using this device by adjusting and rotating the handle a little further in order to successfully release a band. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and fine.

Manufacturer narrative:
Only the handle assembly, trip wire and extension tube were returned for analysis. A visual examination of the returned components found some residue present indicating use/handling. The ligator head and bands were not returned for evaluation. It was noted that the extension tube was without issue. The suture was intact and attached to the distal trip wire loop. It was also noted that the trip wire was secured in the handle slot and was bent in several places. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It is possible that the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, when the physician rotated the handle at 180 degrees, an audible click was heard; however, no band was released. It took the physician one and a half turn of the handle to finally release a band. This made it difficult for him to determine when a band is actually deployed on his every turn of the handle. The procedure was completed using this device by adjusting and rotating the handle a little further in order to successfully release a band. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and fine.

Manufacturer narrative:
Reported event of band difficult to deploy. Reported issue of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.